Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and evaluation one device was received in used condition with the original packaging opened. The device was visually inspected, no defects were detected in the device. During a leak test no problems were detected and the device passed the test.. The complaint was not confirmed. A device history record (DHR) review was not performed as the lot number was unknown. No actions taken as the complaint was not confirmed.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. D4: lot number, expiration date, and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the patient's neck position was turned sideways by the customer, which triggered a drop in the tidal volume. Original volume read from about 400-500 ml and it dropped to about 200 ml. S a long-time surgery was scheduled, the devices were changed including the endotracheal tube, the breathing circuit , the breathing bag, the canister (soda lime) to other new ones at that time. After that, the patient's lungs were visually checked by the nasal fiberscope, the tidal volume recovered to about 400-500 ml. The patient's condition stabilized. Since multiple devices were replaced at once, it is unknown which one(s) caused the anomaly. So the customer requests us to make sure if there is anything wrong with the endotracheal tube. No patient injury reported. It has been reported there is no additional information available for this event.